Event description:
A customer reported while using a glidescope core 10-inch monitor, the image will freeze when trying to intubate a patient. The facility's biomedical engineering department reported being unable to duplicate the issue during their troubleshooting following the reported incident. The facility performed an upgrade to the monitor's software version and reported that to date, they have not had any other issues with their monitor. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core 10-inch monitor is not expected to be returned to verathon for evaluation, therefore the cause could not be determined. Following the reported incident, the facility performed a software upgrade to their monitor and confirmed that to date, they have not had any other issues with their monitor. Review of complaint history for the reported monitor serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for glidescope core monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.